Manufacturer narrative:
As reported in a research article, complications from implant of an epic valve included structural valve deterioration, non-structural valve deterioration, stroke, endocarditis, transient ischemic attack, myocardial infarction, atrial fibrillation and pacemaker implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3001883144-2021-00119, 3014918977-2021-00050, 3014918977-2021-00051. The article, "eight-year outcomes for patients with aortic valve stenosis at low surgical risk randomized to transcatheter vs. Surgical aortic valve replacement", was reviewed. This research article is a retrospective multiple center experience to compare clinical outcomes and valve durability after 8 years of follow-up in patients with symptomatic severe aortic valve stenosis at low surgical risk treated with either transcatheter aortic valve implantation (tavi) or surgical aortic valve replacement (savr). Epic valve (abbott), mosaic (medtronic), trifecta (abbott), perimount(carpentier-edwards), mitroflow (sorin), and corevalve (medtronic) devices that were associated with the study. The article concluded that patients with severe aortic valve stenosis at low surgical risk randomized to tavi or savr, there were no significant differences in the risk for all-cause mortality, stroke, or myocardial infarction, as well as the risk of bioprosthetic valve failure after 8 years of follow-up. [The primary and corresponding author of this article is troels højsgaard jørgensen, md, department of cardiology, the heart centre, rigshospitalet, copenhagen university hospital, blegdamsvej 9, copenhagen 2100, denmark, with email address of : troels.hoejsgaard.joergensen@regionh.dk]